Manufacturer narrative:
The device was not received by depuy synthes power tools. If add'l info is received, a supplemental report will be sent.

Event description:
Report 4 of 4. Report received from USA stating "the performance/aggressiveness of the burr is not as it used to be." It is known that the event occurred during surgery; it is also known that there was no pt/user injury or medical intervention. There was no add'l info provided.